Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said their stimulation had been turning on and off on its own. Pt said the green box would still be around their group c but they noticed if they click into each individual program, the stimulation would say it was off. Pt said they noticed it would happen approx. Every other day and noticed it also happens when they recharge the ins. The patient was redirected to their healthcare provider to further address the issue. Pss redirected the pt to their rep for further in-person troubleshooting. Pt said their managing hcp was dr. (B)(6) (fn asked unknown).